Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly the rack pushrod was not seated properly. There was no reported adverse impact to customer's blood glucose level. The customer pushed back the pushrod and was able to successfully load the cartridge and resume insulin delivery.